Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely tortuous and non-calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with a different device. No complications nor injuries were reported and the patient condition was good.